Manufacturer narrative:
Visual inspection performed by r&d project manager: the visual inspection confirms the root cause identified during the preliminary investigation reported in the initial report; the analysis of the pieces is compatible with the improper action reported by the agent.

Manufacturer narrative:
Batch review performed on 12 april 2019: lot 1652106: (B)(4) items manufactured and released on 04-nov-2016. No anomalies found related to the problem. To date, no similar event has been reported on this lot. Preliminary investigation performed by r&d project manager: the anterior part of the moto trial insert is broken at the pocket used to facilitate the trial insert removing from the trial baseplate. The breakage is not compatible with a normal use of the device; the instrument is provided with two rails that engage the slots of the tibia baseplate. The insertion/removal of the trial insert can be easily done by sliding the insert on the baseplate. The agent present during the surgery confirmed that the surgeon hit the insert during positioning instead of simply sliding it into the baseplate's grooves. We can imagine that the hit with metal mallet has damaged the insert and once the surgeons tried to remove it from the joint by using a kocher, the insert broke.

Event description:
During the primary knee surgery, the trial insert broke as it was being removed with a kocher clamp. The surgeon had hit it directly with a mallet to seat it into the tibial tray. No fragments fell into the patient's surgical wound and there was no delay in the case. The surgery was completed successfully.